Event description:
It was reported that the device failed accuracy test +7.80%. This occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. Performed preventive maintenance per internal procedure. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.